Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage was found on electronic assembly or motor. The pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime anomaly was noted. The pump was received with missing end cap sticker.

Event description:
The customer reported via phone call of high blood glucose readings, priming anomaly and a button error from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated the high readings with manual injection. The customer stated that she was unable to exit the "preparing to prime" loop on the pump. The customer stated that the pump did not allow her to clear the finish priming message. The customer also stated that the buttons were not responding and there was a button error. The customer stated that the button error alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.